Manufacturer narrative:
During inspection and testing, noise which prevented the image from being recognized was present due to disconnection of the imaging cable. In addition, service also found the adhesive on the distal end was deteriorated, angulation was insufficient due to angle wires being stretched, the markings on the control section are unclear due to repeated rubbing, the cord was stained, and the insertion section, control section, distal end, connector, and cord were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was an image defect with the subject device. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, there was noise on the display which prevented the image from being recognized. This report is being submitted for the malfunction found during evaluation (noisy image). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022 investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to the defect of image sensor unit or, failure of internal board of video connector unit. It is also likely the system caused the event. Olympus will continue to monitor field performance for this device.